Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. However material from the production line was verified and no issues were found that can lead this customer complaint. The device history record of batch number reported has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. To perform a proper investigation and determine the source of alleged defect reported it is necessary to evaluate the sample involved in this complaint. Customer complaint cannot be confirmed based only on the information provided. Root cause is unknown. No corrective actions can be assigned. If the sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "the tubing comes off from the mask when trying to put the mask on the patient". No report of patient impact or consequence.

Event description:
Customer complaint alleges "the tubing comes off from the mask when trying to put the mask on the patient". No report of patient impact or consequence.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. The female adaptor tubing and grommet were measured and found to be within dimensional specifications. The female adaptor and tubing were disconnected and connected again and it was observed that the female adaptor is easily disconnected from the grommet. Based on the investigation performed the complaint was confirmed. Although the complaint was confirmed, there is not sufficient evidence to assure this issue was originated during the manufacturing process. A dimensional inspection was performed and no dimensional issues were found. However due to customer complaint trending a CAPA request was initiated in order to further investigate this issue.